Manufacturer narrative:
(B)(4). Approximate age of device ¿ 54 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that power elevations and high flow estimations were observed. Log file analysis completed by the manufacturer¿s technical services representative revealed a few unsustained power elevations. On (B)(6) 2017, it was reported that the patient's lactate dehydrogenase (ldh) has risen to 800 u/l. The patient was reported to be stable with the plan to maintain in the hospital for heparinization. No additional information was provided.

Manufacturer narrative:
The report of power and flow elevation was confirmed through the evaluation of the submitted log files; however, a direction correlation between the device and the reported events could not be conclusively determined. The patient remains ongoing on vad support and no further related issues have been reported. The submitted system controller log file dated from (B)(6) 2017 through (B)(6) 2017 revealed transient power elevations up to 9.3 watts that appeared to associated with pi events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.